Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two years post initial tka, the male patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
As reported, approximately two years post initial tka, the male patient had a revision for an unknown reason. No additional information available. There is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b5, g2, h6 (clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions) concomitants: (B)(6) 02-010-06-0250 - logic cc femoral size 5, left, (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6) 02-012-60-1880 - logic stem ext 18mm x 80mm, (B)(6) 02-012-60-2080 - logic stem ext 20mm x 80mm, (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 208-05-05 - cc distal fem augment sz 5, 5mm, (B)(6) 208-06-05 - cc distal fem augment sz 5, 10mm.

Event description:
Additional information received reported that the device was implanted in the left knee. The patient suffered and continues to suffer permanent and debilitating injuries and damages, including, but not limited to severe joint pain, limited range of motion, loss of mobility, crepitus, revision surgery, and other injuries presently undiagnosed, which all require ongoing medical care. The patient also suffered from anxiety and emotional distress as a direct result of the injuries.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.